Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 3.9 inr/2.9 inr, 5.5 inr/3.9 inr, 4.5 inr/3.0 , 4.5 inr/3.0 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.